Event description:
It was reported that the nurse noted moisture on the ground around the patients primary IV pole and near the bed. The nurse figured something had spilled, so she placed gloves on and with a paper towel, cleaned the area. A few minutes later she noticed the same place on the floor was wet again. She then looked up and noticed the (tacrolimus) which was set to infuse at 500ml volume, 5.2 ml/hr., a continuous infusion IV tubing vent was open and fluid was bubbling out and dripping down the tubing. She closed the vent and the dripping stopped. The patient said this has happened several times with this tubing and that the vent, ¿just opens¿. Both nurses said that they did not open the vent. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information provided: b.3 & d.10. The customer's report that the tubing set leaked from the vent was not confirmed. Received in a plastic bag with the text "hazardous", a used infusion set model lot unknown. The set had affixed labels marked as tacrolimus. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the drip chamber vent cap was easily opened as if it had not been fully closed. Fluid was observed within the vent. The vent was inspected under magnification and no holes/punctures or any damage was observed. The vent cap was closed and reopened several times with no issues observed. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing leaked. Customer confirmed no patient harm.